Event description:
Internal carotid balloon would not deflate while product was in pt. Balloons were checked prior to use. Common carotid balloon slipped out, and decision was made to remove shunt. Internal carotid balloon would not deflate. Shunt was removed with balloon inflated. The device was removed without harm to pt.